Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has been passing out due to the lead not working well. The lead will be replaced. No further patient complications were reported as a result of this event.